Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency room and was hospitalized due to hyperglycemia and diabetic ketoacidosis on december 17, 2019. The customer¿s blood glucose level was over 500 mg/dl at time of incident. The customer was treated with insulin drip in hospital and emergency room. The customer stated that the infusion set failed. The device will not be returned for analysis.